Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported anomalies observed in the field were confirmed on the bench in the laboratory. The device was subsequently damaged during further testing. However, from the initial analysis performed prior to the damage, it was suspected that an anomalous integrated circuit component was the cause for the reported pacing, sensing, and pacing lead impedance anomalies.

Event description:
It was reported that during a follow-up, an increase in hv impedance and thresholds was observed along with no sensing. During the explant procedure, the lead tested normal and the problem was found to be with the ICD.